Manufacturer narrative:
Pump received with blank display due to missing battery tube spring. Unable to verify for battery out of limit including functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self test, restart test and all operating current test due to blank display. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. The pump was received without the original pump belt clip.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after a battery change. The customer's blood glucose reading was 320 mg/dl at the time of incident. Troubleshooting found that the customer changed the battery but the problem persists. Customer indicated that the battery spring inside of the battery compartment is damaged and appears bent. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.